Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report of a patient treated with coolsculpting to the submental using the coolmini applicator on (B)(6) 2021 2021 and has developed paradoxical hyperplasia.

Manufacturer narrative:
Corrected data: a4, a6, b3, d1, d4, d8, d9, g1, g2, g4, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan received a report of a patient treated with coolsculpting to the submental using the coolmini applicator on (B)(6) 2021 and has developed paradoxical hyperplasia.